Event description:
It was reported that at follow-up, an increase in capture and impedance were found. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.